Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient with a new device.

Event description:
Per the clinic, the patient experienced chronic wound drainage for approximately four months (specific date not reported). The patient was initially treated with topical antibiotics starting on (B)(6) 2025 for 10 days, followed by a 10-day course of oral antibiotics from (B)(6) 2026 to (B)(6) 2026. The antibiotic have reduced the drainage but the condition did not fully resolve; therefore, an additional 7-day course of oral antibiotics was prescribed from (B)(6) 2026 to (B)(6) 2026. It was also reported the patient developed wound dehiscence, yellow crusting and infection at the surgical site after the implantation procedure. It was reported the patient was prescribed with extended course of oral antibiotics (specific date and duration not reported) with significant improvement in fluctuance and drainage. The patient also experienced skin irritation and erythema of the scalp. The crust overlying scalp anterior inferior to magnet at surgical site was debrided using hydrogen peroxide on (B)(6) 2026 after which purulence was observed emanating from a small opening in the skin. There are plans to explant the device. However, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.